Event description:
A malfunction occurred approximately one month ago, and the customer had been relying on multiple daily injections since then without resolving the issue. The customer's blood glucose level exceeded 500 mg/dl, displaying as "high," but no specific value was known. To address the high blood glucose, the customer performed a correction injection. There was no need for third-party assistance. Technical support provided information to reset the pump, and the issue was resolved without the malfunction code recurring. The customer was advised to continue using the pump and to call if the problem reappeared.